Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The consumer reported that she had a loss of therapy and the spinal cord stimulator (scs) stopped working and her pain has gotten so bad. The patient doesn't think the battery was working because she had an epidural done. The patient reported seeing a call your doctor message on the programmer and one of the codes was power on reset, but she could not recall the specific code. The patient was not able to charge the scs even though she had been trying and when she tried to start a charging session she sees the reposition antenna message. The indication for use was spinal pain. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the healthcare provider (hcp) was notified of the issue. The patient stated he was told by the hcp office it was up to him to get the code that was needed and she followed through and called the manufacturer. No steps were initially taken until the doctor's appointment and clarification of the hcp office was to call the manufacturer. The issue was not resolved. Later, the patient noted the hcp notified a manufacturer's representative (rep) and the rep had a meeting with the patient on (B)(6) 2015 to reset and adjust settings on the unit. If the patient was told how the power on reset (por) code was resolved, she had forgotten. The patient's unit was charged, but not the stimulator settings until the rep adjusted it. It was noted the patient forgot the rep's name. Just from their phone conversation, she was very kind in helping the patient to understand just what needed to be done to the setting which had gotten done to finally being able to charge the implant. Her too, the perverse woman never returned her calls to arrange their meeting. Additional information received from the hcp reported reprogramming of the spinal cord stimulator was completed to resolve the por code.